Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous subclavian artery that is 90% stenosed. The 7.0x29mm omnilink elite balloon expandable stent was attempting to be advanced; however, the stent dislodged before reaching the target lesion and was retrieved via snare. Another same size omnilink was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned stent, a definitive cause for the reported failure to advance and stent dislodgement could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous, 90% stenosed lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported stent dislodgement in addition to the observed material deformation (mangled and stretched stent); however, this cannot be confirmed. The stent was subsequently successfully retrieved percutaneously using a snare device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.